Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional h6 patient code: 2240, 3189 - surgical intervention. Additional information: a1, b7. Additional b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2018, due to recurrent hernia, adhesion, inflammation and obstruction.